Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed selftest alarm. The customer¿s blood glucose was unknown. Troubleshooting was done and customer stated that the rf pic failed selftest alarm everyday and shuts off insulin pump for 2 minutes and then restarts and works ok till the next day. Customer reports they did not run the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Rf pic failed selftest alarm and high stop current due to faulty connector/radio frequency board. Insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.